Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx catheter was received for evaluation. During visual analysis, the balloon was received with the stylet and balloon protector loaded onto it. Further, the stylet appeared to be protruding at the rx port. On functional testing, an attempt was made to retract the stylet from the device, but it was unsuccessful as heavy resistance was felt. No further testing performed. Therefore, the investigation is confirmed for reported difficult to remove packaging material since the balloon was received with the stylet and balloon protector loaded onto it and attempts to retract the stylet were unsuccessful. However, the investigation is unconfirmed for the reported material deformation as no deformation was noted in the device. A definitive root cause for the reported difficult to remove packaging material and material deformation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the tip of the stylet was attached to the pta balloon and it allegedly would not come off. It was further reported that the tip of the stylet was allegedly crushed and could not be used. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the tip of the stylet was attached to the pta balloon and it allegedly would not come off. It was further reported that the tip of the stylet was allegedly crushed and could not be used. The procedure was completed using another device. There was no patient contact.